Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a defective touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a defective touchscreen. The customer was provided with the part ID for a replacement touchscreen. It was reported that a service engineer was dispatched to evaluate and repair the device. The se noted that the touchscreen was unresponsive. After replacing the touchscreen, the issue was resolved. The device was fully functional and returned to service.